Event description:
It was reported that the pump exhibited an upstream occlusion (uso) alarm. Per the reporter, the patient examined the device system and there was a bend at the base of the spike going into the medication bag; however, the alarm persisted. The tubing was rechecked and no obstruction was noted. The pump was powered off per patient request. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a kink or bend in the tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.